Event description:
According to the reporter, during the procedure, while obtaining the biopsy with the needle, the physician reported feeling a pop. After retracting the bronchoscope, the sheath reportedly unwedged and the patient's heart rate spiked to approximately 190. The patient returned to sinus rhythm within a minute or two. Patient received a stat electrocardiogram (ECG) by cardiologist. Pneumothorax was found when a chest x-ray was performed. Patient was asymptomatic, however, a chest tube placed, and the patient was kept overnight for observation.

Manufacturer narrative:
Unable to obtain clarification on catalog number or lot information to help determine if the subject device was indeed a hobbs medical product.